Manufacturer narrative:
The associated complaint device was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned. Visual inspection and functional testing could not be performed. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, the evaluation will be reopened for investigation. There are several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended to inspect the device prior to/after each use and cleaning. A review of manufacturing records could not be performed, as the relevant lot/batch number was not provided. However, there is no indications to suggest the device did not meet product specifications upon release into distribution. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that during surgery, device had one of the spikes on the back of the block sheared off on removal, remaining in the patient. Piece was retrieved and a delay of 15 minutes reported. No injury reported.